Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. A lot history device review could not be performed due to no lot number provided. Updated information in d9.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved an ext set w/4-gang stopcock, 8 clave¿, stopcock where a presence of leak was reported. There was unknown patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
Received one (1) used list#011-mc33875 8 clave extension set. As received, the tube was observed to be separated from the bond pocket of the male luer attached to the stopcock. The tubing was observed to be partially stretched near the broken bond. Inspection under ultravilet (uv) light did not show any solvent marking on the separated bond. However, the solvent application appeared even. A representative bond elsewhere on the set was chosen and a pull test was performed. The bond integrity was observed to be within specification. The complaint of the presence of a leak can be confirmed based on the bond separation. The probable cause is due to an unintentional pulling force. D9 - date returned to mfg: 1/31/2025.